Event description:
It was reported that a patient called stating the cadd® cadd-legacy® duodopa pump was broken, continuously goes into alarm, and gets burning hot. The patient used the backup pump. In addition, the patient reported experiencing dyskinesia. The patient turned off the pump for 15 - 30 minutes and stated feeling better. No other reports of adverse events.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found the device to be in fair condition. Device underwent audible alarm testing upon power up. The reported customer complaint was then confirmed, as a result of a damaged sounder pcb. The problem source for the damage has been determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. Damaged sounder pcb was replaced, and adjusted frequency needle, allowing device to then pass all functional and delivery testing.

Manufacturer narrative:
Additional information: information was received that there was no patient involvement and there was no harm when the device issue occurred.